Event description:
It was reported that: in process of transferring a resident from bed to chair the arm of the lift began to tilt to the left, unable to stop lift from tipping. Initially there appeared to be no injury. Resident was examined and no injury was identified. Within a few days however she complained of pain in her left leg, at that time, she still had full range of motion in the left hip. X-ray ordered which showed fracture of left femur. Surgery performed without complication and she returned to n.h. Within three days.